Event description:
Approximately forty two months after successful embolization with four gdccoils of the ruptured right middle cerebral artery aneurysm, the patient died. The cause of death and the relationship to devices is unknown.

Event description:
Approximately forty two months after successful embolization with four gdc coils of the ruptured right middle cerebral artery aneurysm, the patient died. The cause of death and the relationship to devices is unknown.

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Manufacturer narrative:
The device is not available to the manufacture.